Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapler being used on airway during thoracotomy. Surgeon placed stapler across patient¿s airway and closed the stapler. Once closed, the surgeon fired the stapler as usual however he stated that the stapler misfired. When the scrub nurse tried reloading the same stapler with a new staple load, the surgeon was unable the close the jaws of the staple load. There was resistance when trying to close the stapler. A new stapler was opened to finish the case.